Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous cephalic vein. A 5.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use in a shunt percutaneous transluminal angioplasty (pta). During procedure, at first inflation, it was noted that the balloon ruptured at 6atm in few seconds. However, it was further reported that the balloon was simply removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and patient was good post procedure.